Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s reason for calling was because they were ¿trying to get some service¿ for them. They stated that they had open heart surgery due to a tumor and for the first time they turned the ins off. The patient noted that they had hardly ever tuned the ins off. They stated that when they came through the surgery they weren¿t feeling stimulation and the manufacturing representative told them that they weren¿t feeling stimulation, because of the anesthesia. The patient reported that as time went on, they had their ins on, it was on the same parameters, they didn¿t change anything but they didn¿t feel the stimulation. The patient stated that the ins turns on and off, but they repeated that they didn¿t feel stimulation. The patient reported that the only thing that had changed was turning the stimulation off prior to the open-heart surgery. The patient noted that their main manufacturing representative (rep) was on vacation and they were currently working with another rep to see them in person for in-person troubleshooting. Patient services advised the patient to continue to work with the rep and if need be, have the healthcare provider (hcp) call the manufacturer directly to send a medical page out to the rep on-call. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.